Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a sling placement procedure performed on (B)(6) 2019. According to the complainant, after the procedure, the patient had mesh exposure in the mid-urethra and was still incontinent. Subsequently, on (B)(6) 2019, the patient underwent mesh revision surgery. Reportedly, the exposed mesh was removed and replaced with another solyx sis system.